Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information on this case. Product is not expected to return as it remains in service. Subsequently, the product was explanted and it is expected to return. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. Additional information revealed that the replacement date has not been decided. Another safe replacement interval was requested and provided. The last safe replacement interval expired and a new safe replacement interval was requested and provided. Additional information revealed that the product was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. Additional information revealed that the replacement date has not been decided. Another safe replacement interval was requested and provided. The last safe replacement interval expired and a new safe replacement interval was requested and provided. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Manufacturer narrative:
This supplemental report was submitted to provide additional information on this case. Product is not expected to return as it remains in service.

Manufacturer narrative:
This supplemental report was submitted to provide additional information on this case. Product is not expected to return as it remains in service. Subsequently, the product was explanted and it is expected to return.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. Additional information revealed that the replacement date has not been decided. Another safe replacement interval was requested and provided. The last safe replacement interval expired and a new safe replacement interval was requested and provided. Additional information revealed that the product was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
This supplemental report was submitted to provide additional information on this case. Product is not expected to return as it remains in service.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. Additional information revealed that the replacement date has not been decided. Another safe replacement interval was requested and provided.